Manufacturer narrative:
A complaint history record (chr) review could not be performed as no material and batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable fmea/eura (a-eura/ref the doc# (B)(4) and rev# 28) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva closed IV catheter system - single port tubing kinks. The following information was provided by the initial reporter: concern description: 20g IV has a rating of 61ml/minute, under pressure with a belmont device was able to infuse at 135ml/minute, far below belmont capability. User reported that the flimsiness of the extension set continually resulted in kinking which stopped the infusion